Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01833. Proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations couldn¿t not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during a revision for dislocation, the proximal body could not be removed from the stem because it was stripped. The stem and proximal body were unable to be revised and remain implanted. There are no plans to remove the items at a later date. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.